Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed that only main coil was returned for this complaint. The introducer sheath and delivery wire were not returned. The coil was inspected, and it was found kinked and stretched. No more damages were noticed. Microscopic inspection of the coil observed that the zap tip has a smooth surface. The interlocking arm was detached. Dimensional inspection of the coil that could be measured were performed and were within specification.

Event description:
Reportable based on device analysis completed on 05jan2022. It was reported that the coil stuck inside the catheter. The target lesion was located in the moderately tortuous internal iliac artery. A 6mm x 20cm interlock-35 was selected for use. During the procedure, it was noted that the coil got stuck in the distal part of the catheter and were removed together. The procedure was completed with anther of the same device. No patient complications reported. However, device analysis revealed that the interlocking arm was detached.